Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted after having been implanted for just over one year. Premature battery depletion was suspected. This ICD will be returned for analysis.